Event description:
Laryngoscope, blade failed during an intubation attempt. The blade became partially separated and unusable. Bleeding was observed and the patient requried a surgical airway. Upon inspection, the blade failed at the soldering join between its connection to the laryngoscope handle and the blade itself. Hospital personnel were unable to reusually determine what precipitated the failure.